Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a low threshold suspend that was triggered by a blood glucose level that was higher than the suspend threshold limit. The blood glucose reading was 297 mg/dl. The customer stated that he did not exhibit any symptoms of low blood glucose. Advised the customer that since the sensor glucose reading was 48 mg/dl, which was lower than the threshold limit of 60 mg/dl, the low threshold suspend function was triggered. Nothing further reported.